Event description:
It was reported that the patient passed away due to right ventricular (rv) failure. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted and would not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. The pump will not be explanted for evaluation. It was reported that the account has no further details regarding this patient. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists right heart failure and death as adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.